Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting an abnormal increase in sensing and pacing thresholds. ECG strips indicated a possible insulation break in the lead. An invasive procedure was performed and the ventricular bipolar lead was found to be dislodged. It is suspected the lead was dislodged during a surgical procedure that was performed one week previous.